Event description:
It was reported that the user experienced fluctuating blood glucose with a highest reading of 363 mg/dl and a lowest reading of 39 mg/dl, with out-of-range values persisting for about seven hours; the user sometimes entered meal announcements to correct highs and subsequently developed lows, and education was provided to avoid this practice and to schedule additional training. Symptoms included no reported clinical manifestations. Outcomes included self-management of hypoglycemia with glucose tablets and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with plans for additional training, and case review by clinical support. Investigation of this case revealed hyperglycemia and hypoglycemia with unclear cause, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.